Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the refrigerator had failed and required maintenance. The field service engineer (fse) found that the hospital-owned helmer unit, with a remote manager attached to the pyxis machine, had experienced a hardware failure that initially prevented recovery. However, the unit was successfully restored. After multiple tests, the fse decided to replace the electronic latch due to its age and potential micro switch issues and verified cable connections and fitment to ensure stability. Since the unit was tightly fixed to the refrigerator and the cables were secure, it continued to operate correctly. The fse also replaced a broken adjustable thumb nut. Future lamp maintenance was planned separately. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the refrigerator was failed and required maintenance. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.